Event description:
Customer reported that the device would intermittently fail to operate on battery power. The same failure was reported to have occurred a month earlier. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it logged a fault code in the memory relating to a possible failure to detect the installed battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and found two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb. The observed issue has been identified to be the root cause for a device failure to operate on battery power.